Manufacturer narrative:
(B)(6) 2023 - the consumer did not provide their name or address information. Therefore, we will not be receiving the device for an investigation.

Event description:
(B)(6) 2023 - the consumer claims the product smelt like mildew. The consumer did not provide their name, address or contact information. Therefore, we will not be able to receive the product to complete an investigation.

Manufacturer narrative:
7/9/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
5/1/2023 - the consumer claims the product smelt like mildew. The consumer did not provide their name, address or contact information. Therefore, we will not be able to receive the product to complete an investigation.